Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that and unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needle clogged during the injection and flow check. Verbatim: consumer reported finding clogs during injection and flow check- consumer is out of supply before insurance will pick up cost of refill. Calling the pharmacy for assistance. Informed consumer of non patient end placement onto the pen".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that and unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needle clogged during the injection and flow check. Verbatim: consumer reported finding clogs during injection and flow check- consumer is out of supply before insurance will pick up cost of refill. Calling the pharmacy for assistance. Informed consumer of non patient end placement onto the pen".